Manufacturer narrative:
Device not reportedly implanted / explanted. A manufacturing evaluation was completed: the screw was received in a plastic bag and had diverse damages at the screw thread. All key parameters were evaluated by measurement, see attachment, with the result, that all parameters meet the specifications. Based on these investigations the complaint is not confirmed, since the failure¿ is not replicable. The complaint is also from manufacturing point of view rated as not valid because there could be found no deviations in the manufacturing process and all measured key parameters related to the current requirements. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the surgeon had difficulty inserting the locking screw in question since the tapping function did not work well. Eventually, the surgeon could not insert the reported screw and used another screw instead. It seems that cutting flute of ti locking screw in question is bigger and not sharper enough compared to standard locking screw's one. There was 20 minutes delay in the surgery. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No patient information reported. Device is not distributed in the united states, but is similar to device marketed in the USA. Device history records was conducted. The report indicates that the: manufacturing site: (B)(4), manufacturing date: 26.nov.2014, expiry date: 01.nov.2024.the investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.